Manufacturer narrative:
Device not returned. Investigation is ongoing.

Event description:
As reported, there was a fractured trifecta surgical valve after sapien was deployed with a non edwards balloon and the balloon ruptured and they couldn't remove it from the body. They had to do axillary cutdown to remove the balloon.

Manufacturer narrative:
Correction: additional information was obtained through medical records. Per medical records, the patient was born with aortic arch hypoplasia and has had multiple interventions. The initial tavr procedure involved placing a sapien 3 ultra in a pre-existing non-edwards valve. Post valve deployment, tee revealed no central aortic regurgitation, and no perivalvular regurgitation, however with a gradient of 23mmhg with clear constrained valve due to the prior 23mm non-edwards valve, the decision was made to preform post-dilation to remodel the non-edwards valve with a 22mm non-edwards balloon. During the post dilation with the non-edwards balloon, the balloon ruptured. When they attempted to remove the balloon, it got caught on a previously placed aortic arch stent. They tried several maneuvers to remove the balloon which resulted in an iliac artery perforation and multiple iliac stents and ultimately an open repair of the vessel. The discharge echo showed the s3u functioning well. The new information indicates the post dilatation was done with the 22mm non-edwards balloon and the difficulty retrieving the burst balloon was due to the previously implanted aortic arch stent and not with the 14fr esheath that was inserted in the left common femoral artery. Therefore, it has been determined that the event was related to the non-edwards device, with no negative interaction with an edwards device. In this case, there were no allegations of any deficiencies related to the identity, quality, durability, reliability, safety, labeling, effectiveness, or performance of an ew device. As such this MDR was reported in error and a corrected supplemental report is being submitted.

Manufacturer narrative:
The balloon was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was returned and imagery evaluation revealed the following; undersized access vessels due to limited information about lot number a device history record (DHR) review and lot history review was not done the following instructions for use and manuals were reviewed; esheath+ IFU, preparation training manual and procedural training manual. No IFU/training deficiencies were identified. As the complaints for withdraw catheter and valve through sheath - non-edwards device withdrawal inability through esheath was unable to be confirmed, a complaint history review was not performed. As no device was returned and there is no evidence to support that a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review was not performed. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaint for withdraw catheter and valve through sheath non-edwards device withdrawal inability through esheath was unable to be confirmed. As the device and lot information was not returned, engineering was unable to perform any visual examination, functional testing, dimensional analysis, DHR, or lhr. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, the true balloon ruptured and couldnt be removed from the body so they had to do axillary cutdown to remove the balloon. A ruptured balloon will likely have an altered profile, potentially resulting in the balloon catching onto the sheath distal tip. This can result in difficulty and the inability to withdraw the non-edwards inflation system through the sheath. As such, available information suggests that procedural factors (burst/torn balloon) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Since no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.